Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery. Customer's blood glucose was 278 mg/dl.